Manufacturer narrative:
Another contact info: (B)(6) updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 customer reported malfunctioning and alarms are going off. Investigated the customer complaint with malfunctioning alarms. Fse could not reproduce the customer stated issue. With reviwing the logs there were 18 iabp catheter restriction alarms. Fse tested the device for about four hours at 120bpm without any alarms or issues. Needing more time for further investigation this cardiosave. The compressor is due for replacement due to exceeding 5000 hours according to manufacturer requirements. Fse had also discovered that the fiber optic connector extension housing was broken. Replaced the fiber optic connector extension assembly. Functional tested without any issues or failures. All work was performed on maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by the fse that the intra aortic balloon (iab) had the fiber optic connector extension housing which was broken.there was no harm or injury reported.